Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 37 mg/dl. Customer¿s current blood glucose level was 235 mg/dl. The customer feels ok to troubleshooting low blood glucose level. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food and juice. Customer was not used auto mode feature at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer was assisted with displacement test and the test was passed. The insulin pump was not returned for analysis.